Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 75-year-old male patient with a past medical history of a coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. Ten days after impella insertion, the device was successfully weaned. During explant, an infection was noted in the pocket by the physician. The pocket was washed out. White blood cells (wbc) were elevated. The patient was placed on antibiotics. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.1l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple cannulation sites, or the device itself.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (infection) : the root cause of the injury was unable to be determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).